Event description:
It was reported that this right ventricular lead exhibited noise, with oversensing and pacing inhibition. It was also observed that this lead had high out-of-range pacing impedance measurements and high capture thresholds. In addition, it was noted that this lead had physical damage on the insulation, lead body and terminal end. Subsequently, the lead was cut and surgically abandoned. No additional adverse patient effects were reported.